Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the superior vena cava (svc) defibrillation impedance steady at approximately 43.875 through (B)(6) 2015, then rose out of range by (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of the pace/sense conductor and an elevated threshold value. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.